Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok keypad button feels stiff and intermittently does not respond when pressed. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be intact with no lifting or peeling observed, the up/down/ok keypad buttons intermittently responded to user input during testing, the up/down/ok keypad buttons also required excessive force to function, and there was evidence of adhesive/contamination under all key contacts.